Event description:
It was reported that an 8f angio-seal vip was used following a percutaneous coronary intervention procedure (pci). Hemostasis was achieved. A large hematoma developed at the left side of the puncture site, eighteen hours after the deployment. Surgery was performed to treat and remove the hematoma.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.